Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/31/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
This complaint is originally created for an MDR non-reportable issues. It was reported that the hemostatic valve of the preface sheath was broken. The issue was resolved by changing the preface to another one. The procedure was completed without patient's consequence. This complaint was re-assessed to MDR reportable per bwi failure analysis lab findings on 12/31/2015. The sheath was returned and the brim cap was detached from it and not included with the returned product. This is MDR reportable as the hemostatic valve capability was compromised, which caused potential risk for bleeding or an air embolism. The awareness date of this complaint is reset to 12/31/2015 based on lab findings on 12/31/2015.

Manufacturer narrative:
(B)(4). It was reported that the valve of insertion slot of the preface catheter was broken. The issue was resolved by changing the preface to another one. The returned device was visually inspected. The brim cap was missing off the molded hub and was not returned with product. Side port tubing bent next to blue collar attached to stop cock. Dilator was found in good condition. The preface was inspected under a microscope and there were no evidence of damage. Ring was observed properly molded. In addition, the ring hub outer diameter was measured and it was found within specifications. A functional analysis was performed using a lab sample cap and introducing a vessel without any issue. After that a catheter was introduced several times and the brim cap and the gasket remained snapped. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.